Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed, no anomalies were found; a white substance on the outer insulation was observed. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed, no anomalies were found; a white substance on the outer insulation was observed. It was noted that the outer insulation had a cosmetic depression. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. Weekly pace lead impedance trend data shows abrupt spikes for max rv pace in the range 472 to 1248 ohms peak between (B)(6) 2010 to (B)(6) 2010.

Event description:
It was reported that the right ventricular lead had high and varying impedance, noise, a patient alert and an apparent lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high and varying impedance, noise, a patient alert and an apparent lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.